Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: a lot history review could not be performed as the lot number is unknown. Visual inspection: one denali femoral delivery device and a deployed denali filter was returned for evaluation. The sheath and dilator were not returned. The pusher catheter was kinked approximately 29.1cm from the proximal end of the pusher handle. No catheter kinks were reported by the user. The pusher wire was bent approximately 4.1cm and 4.4cm from the distal tip of the pusher pad. No skiving was found inside the storage tube. The filter contained all 6 arms and legs present and intact. No anomalies to the filter were found. Functional/performance evaluation: heat was applied to the filter and the filter took the appropriate shape. Dimension evaluation was conducted and all measurements met the required specifications. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for failure to advance and a bent pusher wire. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the current denali filter IFU (instructions for use) states: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. It is very important to maintain introducer patency with a saline flush to prevent occlusion of the introducer, which may interfere with delivery device advancement. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher handle at anytime during this procedure. Additional precautions and specific directions for use of the denali filter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, resistance was experienced as the filter could not be advanced out of the storage tube into the deployment sheath. The pusher rod bent during the attempt to advance the filter through the hub. The filter system was exchanged for a new vena cava filter that was prepped and deployed successfully. There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and product information, which was updated in the appropriate sections. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event.